Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in bacterial peritonitis. The breach in aseptic technique was further described as the patient exchanged the bag without replacing the transfer set cap that was removed. The peritonitis was manifested by cloudy effluent and fever (at 37 degrees celsius). The same day as the event onset, the patient was hospitalized and treated with cefazolin (1g, once daily, intraperitoneal, discontinued after 5 days) and amikacin (100mg, once daily, intraperitoneal) for peritonitis. Five days after the event onset, the patient was treated with ceftazidime (1g, once daily, intraperitoneal) for the event. At the time of this report, the patient has recovered from the events. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.